Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: unknown); product type: compression loading system (cls).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 29 mm transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed using a 24 mm balloon. Trace aortic regurgitation was present. The initial positioning of the valve showed unstable anchoring prior to full release, and the valve migrated upwards to a high position of approximately 1 mm. After recapture and a second attempt to position, the implanters had a feeling the valve would not anchor in a stable way. Tactile feedback was claimed to be "moving". The angiographic pictures also showed movement. The implanters elected to recapture and withdrawn the entire system. A 26 mm non-medtronic valve was attempted, however the non-medtronic valve would also not anchor and showed movement towards the left ventricle after implantation. The patient was converted to open heart surgery. Of note, the patient's computed tomography (CT) measurements prior to the implant procedure placed the patient within the size 29 mm valve range. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed the dislodgement direction was aortic. The implant team reviewed the patient's anatomy during pre-case planning, and could not find any anatomical features that would have contributed to the dislodgement.

Manufacturer narrative:
Image review: 1 fluoroscopic image, 40 cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure and the pre-tavi volumetric computed tomography (CT)-data were provided for review. Patient summary was not provided for anatomical review. Procedurally, pre-dilatation was done as reported. No misload can be determined from the loading check cine loop ¿ inflow crown overlap up to 2nd node. Non-coronary cusp (ncc) implant depth appears to be around 4-5 mm, still within tolerance. Depth assessment could have been even more reliable if projection had been more rao to be a true cusp-overlap projection. Left coronary cusp (lcc) depth assessment could be seen to be around 3 mm in lao open-arch projection. In the same projection and as described in the report, a motion of the fully expanded but not yet deployed valve, can be confirmed visually with images being only a few cine frames apart. When measuring annulus dimensions of the provided patient¿s 3d volumetric data, the annulus diameter / perimeter clearly indicates a recommended use of the evolut 34 mm valve size in this patient (perimeter derived: 28.7 mm, perimeter 90.2 mm). The fully dilated non-medtronic valve also seems to be too small to get sufficient anchoring in the annulus and can be seen migrated into the left ventric le. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.